Manufacturer narrative:
H11: correction to the additional MFR narrative. The additional device referenced in b5 is not reportable, not filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The additional device referenced in b5 is filed under a separate medwatch report number. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification. The 6 x 150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started; however, the thumbwheel was stuck and the stent could not be deployed. The entire device was removed through the sheath. When this device was outside the anatomy, the wheel turned and the stent deployed. Another 6 x150 mm absolute pro sess was advanced to the lesion and the thumbwheel was stuck initially; however, after slight manipulation it loosened and the stent was successfully deployed. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.